Manufacturer narrative:
During the visual inspection of the representative sample, no defects were found on the package. The sample was opened and the swage and attachment area of the sample were as expected. According to sample condition no sutures breakage was observed and the sutures tested met the requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/14/2017. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the condition of the tissue where the ethibond suture was used? How were the ethibond sutures being placed (interrupted or continuous)? Was there any anomaly noted with the 2-0 ethibond prior to use? How were the suture knots placed (square knot, simple knot, granny knot)? Can you explain the appearance of the suture ¿unravelled¿? Do you have any photos of the ¿unravelled¿ suture? Can you explain ¿the four sutures pulled out¿? Did the suture remain intact and pull away from the tissue/ ring? Did the suture break during the procedure? If the suture broke, where along the suture line was the breakage during the procedure? What is the patient weight, bmi, other medical conditions? What is the surgeon opinion to the contributing factors to the knots untying? Does the surgeon believe that the tissue integrity was part of the issue of suture holding a knot? Was the tissue too fragile to hold a knot? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a mitral valve repair procedure on (B)(6) 2017 and the suture was used to suture down the mitral ring. After coming off bypass a trans esophageal echo was performed and a leak in the mitral ring was noticed. The suture was unraveled and the patient was placed back onto bypass to re-suture the ring. When the valve was opened for the second time, the surgeon pulled on the suture. All eight knots were unraveled and about four stitches pulled out. Another suture was used to complete the procedure. The patient had a prolonged bypass time for the operation. Instead of sixty three minutes it was an one hundred and forty three minute bypass time. The surgeon had to eventually replace the mitral valve with a prosthetic valve, which affects the patient medically for the rest of her life. Additional information has been requested.